Event description:
It was reported that the maxplus positive pressure connector leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "the family members of the patient reported that the connector was leaking, and there was a leakage of liquid medicine. The head nurse observed that the connector leaked after connecting with bd connecta stopcocks. The connecter of mp1000 could not be completely screwed in the end with the screw of bd connecta stopcocks. The patient¿s family members approached the head nurse to complain about product quality and demanded compensation for the patient¿s infusion drugs."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 16028087. Investigation summary: two mp1000 china samples from lot 16028087 were received for investigation. One without packaging and one inside opened packaging. The sample received without packaging was received connected to a three-way tap from unknown origin to assist the investigation. A visual inspection of the mp1000 china sample received in opened packaging identified a 2 mm portion of the female luer adaptor had broken off from the edge; the broken piece was received. The customer's experience with leakage was replicated after pressured fluid was applied by connecting the broken sample with a 50 ml plastipak syringe from bd stock. A visual inspection and functional testing performed on the second mp1000 sample received did not identify signs of damage or leakage which could have contributed to the customer's experience. A review of the production records for lot 16028087 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated feedback with no further reports for damage of this nature against the mp1000 product in the past 12 months.

Manufacturer narrative:
The reported lot # [20055178] was not found for the reported catalog # [mp1000]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the maxplus positive pressure connector leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the family members of the patient reported that the connector was leaking, and there was a leakage of liquid medicine. The head nurse observed that the connector leaked after connecting with bd connecta stopcocks. The connecter of mp1000 could not be completely screwed in the end with the screw of bd connecta stopcocks. The patient¿s family members approached the head nurse to complain about product quality and demanded compensation for the patient¿s infusion drugs."